Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The skypoint 2.5mm x 28mm stent system advanced without issue and was implanted. After post-dilatation, a dissection and stent fractured were noted. A skypoint 3.5x12 stent was implanted to treat the dissection and stent fracture. There was no adverse patient sequela and the patient was noted as doing great with no issues or complications. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a cause for the reported stent fracture and subsequent patient effects. It may be possible that during post dilatation, the stent was over-expanded causing the stent struts to fracture resulting in dissection of the vessel. It may also be possible that the open cell stent design may have given the appearance of a stent fracture; however, this could not be confirmed. The additional treatment was related to case circumstances as an additional stent was implanted to cover the damaged area. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.